Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a hip arthroscopy, the glue on the boot where the velcro was placed has come loose from the boot and the inner boot was moving while the patient¿s foot was inside. The procedure was finished with the same device with no delay or patient injuries.